Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. It was observed that all key contacts do not spring back when pressed. There was evidence of keypad adhesive found under all key contacts. Unrelated to the keypad complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have required several presses to obtain a response over the past 2 to 3 weeks. She noted that the buttons still spring back as expected when pressed. The family member confirmed that the rubber keypad is intact; stated that the pump is not exposed to water or cleaning products; and stated that the patient wears the pump on her pants with a clip.